Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent to olympus for repair, the customer did not know what the foreign material may have been. The customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, and the customer flushed the air / water nozzle with the detergent solution. Additional findings include the following: water tightness was lost due to damage to the up / down knob, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip / white-clouded area, the water removal ability did not meet the standard value due to the clogging of the nozzle, switch 4 had wear, the paint on the suction cylinder was peeled, the indication on the scope connector was peeled, the protector of the universal cord on the scope connector side had a scratch, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a scratch / a burn, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a poor connection with the main unit. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material remaining is unable to be determined. The cellulose fiber may be fiber of lint-free cloths or towels which were used during reprocessing. The black foreign granulated material whose main component was carbon, may be granulated activated carbon for water purification. The event can be prevented by following the instructions for use which state: "[section 3.3 inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Section 3.8 inspection of the endoscopic system] -inspection of the objective lens cleaning function ·inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ·inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image." Olympus will continue to monitor field performance for this device.